Event description:
Immediately following a cardioversion procedure on this patient, temporary loss of normal sensing was observed. After programming v-pacing to unipolar polarity normal sensing was restored.

Manufacturer narrative:
(B)(4), 2013,the analysis from the manufacturer is pending. Remains implanted.

Event description:
Immediately following a cardioversion procedure on this patient, temporary loss of normal sensing was observed. After programming v-pacing to unipolar polarity normal sensing was restored.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2013: method: since the device remains implanted, programmer files were reviewed. Result: (B)(4). Conclusion: (B)(4). Remains implanted.